Event description:
Following a "tpa" procedure, an angio-seal device was deployed. 30 minutes post deployment, the patient lost distal pulses and was taken to surgery for removal of the angio-seal device. Upon explant, the vascular surgeon described a circumferential dissection. Surgeon also found all of the collagen intraluminal. Lab personnel also commented that there were multiple punctures to the common femoral artery at the beginning of the procedure. The patient was reported to be recovering.